Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. Therefore, it was determined that the reported adverse events were anticipated complications. Results: the jet7 had bends throughout its length. The jet7 was stretched from approximately 130.0 ¿ 132.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed stretch damage on the distal shaft. If the device is forcefully retracted against resistance, damage such as stretching may occur. If a damaged catheter if flushed, additional catheter damage will likely result. During functional testing, the jet7 was unable to advance through a demonstration rhv due to the damage on the distal shaft. This indicates damage was done after removal from the patient, likely due to the reported expansion on the back table. Further evaluation revealed bends along the length of the jet7. These bends were likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra revascularization device. During the procedure, the physician made two passes using the ace68, microcatheter, and revascularization device but was unable to recanalize the vessel. Therefore, the ace68 was removed and the physician upsized to a jet7. The jet7 was tracked up to the target vessel and the same revascularization device was advanced through the same microcatheter toward the clot. Next, 2 cc of contrast was injected through the jet7 and showed no sign of damage to the jet7 or the vessel, and also confirmed the revascularization device was partially deployed within the jet7. The revascularization device was retracted partially into the jet7, and the devices were removed together under aspiration. Upon removal, damage was noted on the distal tip of the jet7, and the damage area expanded when flushed on the back table. Subsequently, an angiogram was performed which revealed a vessel dissection. The physician decided to end the procedure at this point. It is currently unknown if the jet7 caused or contributed to the vessel dissection.